Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed and reproduced reported error by turning on display and touching screen without response from screen. Fse resolved complaint by replacing the display assembly. Fse validated analyzer by successfully performed quality control and sample runs, without error and results were within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There were no similar complaints identified during the search period. The most probable cause of the reported event is due to failure of the display assembly

Event description:
A customer reported their display screen was not responding to touch during daily check run on the aia-360 analyzer. The customer rebooted the analyzer, but screen still fails to respond. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone (progii). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.